Event description:
It was reported that when grabbing the handles and backing up, the stretcher would not stop and ran into the nurse. It knocked the nurse down and she hurt her back. Attempts are being made to gather additional injury and treatment details from the user facility.

Manufacturer narrative:
Attempts were unsuccessful in gathering information regarding the injuries.

Event description:
It was reported that when grabbing the handles and backing up, the stretcher would not stop and ran into the nurse. It knocked the nurse down and she hurt her back.